Event description:
It was reported that patient had a 21mm dynamic compression plate implanted on (B)(6) 2012, following a fall. Subsequently, the patient fell, bending the compression plate. A revision procedure was performed on (B)(6) 2012, to remove the bent plate and implant another plate of the same size.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The returned cable plate was reviewed and found to be bent as indicated in the complaint report. However, it was noted that the patient had suffered multiple falls, which had resulted in several fractures, and ultimately the need for the application of the cable plate in question. Based on the information that the previous falls had been of sufficient force to cause bone fracture, it is possible that the latest fall may have resulted in an increased amount of stress on the plate that may have caused the evident bending. There are warnings in the package insert that state that this type of event can occur: "the patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend, or be damaged as a result of stress, activity, load bearing, or weight bearing".